Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a short on the switch flex cable assembly, between the on/off switch and soft key 2. The customer received a replacement device.

Event description:
The customer initially reported that their device would not power off unless the battery was removed. The device would turn itself on every time the battery was placed inside the device. There was no patient use associated with the reported issue. This failure would cause the device to drain its battery, which could lead to the device not powering on. It was also observed by physio-control that the power key was shorted to a soft key on the keypad. This could cause unexpected power downs when using the device and pressing the soft key.